Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated and there was a high atrial output.

Event description:
It was reported that the right atrial (ra) lead had a high threshold of 4.5 volts at 1.5 milliseconds. Also, the device had possible early battery depletion. The ra lead and device were both explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01, implantable pulse generator, (B)(6) 2009. A 638bl36, heart band, (B)(6) 2013. A 690r36, heart ring, (B)(6) 2013. (B)(4).